Event description:
The customer observed false reactive architect anti-hcv results, false reactive architect hiv ag/ab results, and false reactive architect cmv igm results generated on the architect i2000sr instrument that were repeatedly reactive and negative by other methods (diasorin, roche and bio merieux). No actual data available. No impact to patient management was reported

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information was received indicating that the cause of the issue changed from the analyzer (list number 03m74-97) to the reagents (arc cmv igm rgt,06c16-25,35074fn00 / arc hiv ag/ab rgt, 04j27-27, 35524be00 / arc anti hcv rgt, 06c37-38, 33416be00). The similar us products arc hiv ag/ab rgt 02p36 and arc anti hcv rgt 01l79 are not intended for use in screening blood, plasma, or tissue donors. Additionally, list number 06c16 does not have a same/similar product distributed in the us. Based on this new information, this complaint is no longer a MDR reportable event.